Event description:
A malfunction was reported on a pump by the caller, but no notable events occurred prior to this incident. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared, acknowledging the instructions provided.